Event description:
It was reported that the device reached elective replacement indicator (eri) and had premature battery depletion due to high thresholds on the left ventricular lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.